Manufacturer narrative:
Follow-up submitted with investigation results which determined the scale was inaccurate due to faulty load cells. The customer was provided with replacement load cells to do their own repairs.

Event description:
It was reported by service report that the scale was inaccurate.

Event description:
It was reported by service report that the scale was inaccurate.